Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that 3 drainage catheters had to be removed and replaced over the past several months due to hubs falling off. Per the initial reporter, no harm was caused to the patient(s).